Manufacturer narrative:
Initial and final MDR 1882064 - device 5 of 12. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion set cannula bent events from (B)(6) 2024 to (B)(6) 2024. All the events occurred within 3 hours of insertion and the insertion site was at abdomen and thigh. The blood glucose level at the time of all events was between 200 to 400mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.